Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states, the service technician inspected the unit and found that the power cord was cut.